Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device not working properly. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff pinhole was identified proximal to the cuff edge/seam consistent with wear at a fold. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the pump. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device not working properly. There were no patient complications.